Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a sensation snare device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was unable to open, thus it was unable to completely cut through the polyp. The snare was stuck around a pedunculated polyp, and they were unable to remove it during the case. The patient had to be sent to the hospital. The procedure was not completed due to the event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensation snare device was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snare was unable to open, thus it was unable to completely cut through the polyp. The snare was stuck around a pedunculated polyp, and they were unable to remove it during the case. The patient had to be sent to the hospital. The procedure was not completed due to the event. There were no patient complications reported as a result of this event. Correction noted on march 19, 2025. The correct procedure date is (B)(6) 2025. Additional information received on march 17, 2025 it was confirmed that the type of treatment the patient had at the hospital was an endoscopic procedure. The polyp was incompletely resected piecemeal by hot snare. The entrapped snare was dislodged and retrieved with rat tooth forceps. Four clips were placed for hemostasis. Additionally, the patient was admitted for monitoring overnight, with plan to repeat colonscopy after 3 months.

Manufacturer narrative:
Block h2: correction. Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled/rescheduled. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f2202 captures the reportable event of an endoscopic procedure. Imdrf device code a050702 captures the reportable event of loop failure to cut. Imdrf device code a150208 captures the reportable event of entrapment of device. Block h11: correction: block b5 (describe event or problem) has been corrected.